Event description:
Surgical intervention to change cup version because pt dislocated. The devices remain implanted.

Manufacturer narrative:
Examination was not possible, as the device remains implanted. A complaint database search finds no other reported incidents against the provided product, and lot code since release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.